Event description:
It was reported that the pta balloon ruptured during the first inflation at less than 20atm during use in the left upper arm and the balloon was difficult to retract through the introducer sheath. Upon removal of the catheter, balloon fibers were noted to be unraveled and some had detached in the patient. The detached fibers were successfully retrieved percutaneously without further incident. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. The device was returned. The investigation is confirmed for unraveled fibers and a rupture on the barrel of the balloon. The investigation is inconclusive for retraction difficulty as full functional testing could not be performed due to the condition in which the sample was returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.